Event description:
It was reported to boston scientific corporation in 2009, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, the surgeon was trying to perform a sphincterotomy using the autotome and he noticed that the cutting wire had snapped. No part of the wire fell into the patient. The physician completed the procedure with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.